Event description:
The customer stated that her blood glucose results had been higher than usual. While troubleshooting, she performed a normal control test and rec'd a result of 246 mg/dl. The normal control range is 112-161 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.